Event description:
It was reported that high capture threshold resulting in loss of capture was observed on the right ventricular leadless pacemaker (lp). The lp was deactivated and a conventional pacemaker system was implanted to resolve the event. The patient was in stable condition.